Event description:
It was reported that a pump malfunction occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any malfunction codes reappear, which the caller acknowledged and understood.